Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button had been intermittently unresponsive and required hard button presses to elicit a response for several days but was occurring more frequently. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the "ok" key responds intermittently. The keypad was removed to investigate and evidence of keypad contamination was located under the "contrast","ok","down" and "up" contact buttons. Unrelated this, the pump booted to the verify screen with dim pink contrast. The old screen was removed and replaced with a new test screen: contrast returned to normal with the test screen. A visual inspection of the battery compartment revealed a compartment crack from threads to case seal.